Event description:
It was reported that the right atrial pacing lead had good thresholds in (B)(6) 2010 during a pacemaker change out but that the pacing thresholds had increased to 7.5 volts and that sensing had dropped to 0.5mv-0.7mv since that date. There was also no capture reported. The lead was explanted and replaced. There were no patient complications reported as a result of the event. It was later reported that the lead was fractured.

Event description:
It was reported that the right atrial pacing lead had good thresholds in (B)(6), 2010 during a pacemaker change out but that the pacing thresholds had increased to 7.5 volts and that sensing had dropped to 0.5mv-0.7mv since that date. There was also no capture reported. The lead was explanted and replaced. There were no patient complications reported as a result of the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.